Manufacturer narrative:
Additional information: medtronic received information that the images for the procedure used were of a poor quality.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.

Manufacturer narrative:
Patient identifier not available from the site. No parts have been received by the manufacturer for evaluation. No parts returned for analysis

Event description:
A site representative reported that, while in a functional endoscopic sinus surgery (fess) procedure, there was an alleged inaccuracy with the navigation system. While performing a tracer registration, there were issues verifying accuracy. The site attempted to do pointmerge registration, but it was reported this made the issue worse. The site redid the tracer and proceeded with the case with inaccuracy. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome. No additional information was available.